Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump into a sink full of water. Subsequently, a malfunction alarm occurred. The following day, the customer attempted to interact with the pump to confirm the malfunction and the touchscreen was reportedly unresponsive to presses. Additionally, the pump was reportedly beeping and vibrating. There was no impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider for alternate insulin therapy.